Manufacturer narrative:
Alleged failure: delay while bringing in new tower malfunctioning with a wand, wand activated when not in use. Functional inspection: the power board has blown surface mount capacitors. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that it was malfunctioning with a wand. The wand activated when not in use.